Event description:
Upon receipt of additional information, it was determined that zimmerbiomet does not hold reporting responsibility for the reported device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that zimmerbiomet does not hold reporting responsibility for the reported device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Item# 114816, lot# 265200, disc ulna 3x115mm lt w/brng c; item# 114700, lot# 385190, disc condyle kit w/ hexalobula. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02659, 0001825034-2019-02660. Product not returned.

Event description:
It was reported that the patient underwent left total elbow arthroplasty. Subsequently, the patient underwent a revision procedure due to damaged humeral condyle kit and bearings, and severe catastrophic wear of the ulnar component. No additional patient consequences were reported.